Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient's ivc filter struts allegedly perforated along the perigastric region. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated along the perigastric region. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and ten months post filter deployment, scout film x-rays demonstrated an inferior vena cava filter projected at the right l3-l4 level. Next day, patient presented with abdominal pain. Subsequent, computed tomography (CT) revealed that an inferior vena cava filter in place projected along the right l3 vertebral body. Two of the legs have penetrated the left side of the inferior vena cava extended outside of the wall by up to 1.5 cm. Tips of these structures lay anterior and posterior to the aorta without clear aortic penetration. Some of the other legs showed minimal penetration through the wall of the inferior vena cava which was somewhat small. Five days later, another computed tomography (CT) showed that an inferior vena cava filter was at l4 location. Two of the legs projected medially, external to the inferior vena cava, along the anterior and posterior margins of the abdominal aorta without adjacent inflammatory changes or discrete penetration into the aorta. The anterior limb projected medially up to 1.5 cm and the posterior limb projected medially up to 1.3 cm. Eventually, the patient presented for the filter removal. Using snare and sheath, the filter was retrieved successfully. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts were perforated along the perigastric region. The device was removed percutaneously. The current status of the patient is unknown.